Event description:
The device was applied during a total abdominal hysterectomy procedure. Reportedly, the staples did not hold. The surgeon manually sutured to complete the procedure. The hospital has reported that no pt injury occurred.